Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the posterior capsule was torn prior to insertion. The incision was enlarged to remove the lens and a vitrectomy was performed. The reporter stated the lens did not cause the incident. This facility does not use staar's phacoemulsification equipment.

Manufacturer narrative:
No complaint against the lens - evaluation: results: visual inspection of the returned product showed that the lens was split in half and a piece of the optic was torn off and missing. There was evidence of a clear surgical residue. Both sides of the haptic/optic were checked for sharp rough edges and the edges were found to be acceptable.